Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned treatment/non-emergency treatment. The procedure was aborted until the system was functional. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Analysis of the system logs was performed. Troubleshooting identified an issue with the detector. The fse calibrated the detector. After this repair, the system was considered functional and was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device was unable to perform exposures. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.